Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a recent patient event. The customer advised that the device had two lithium batteries installed at the time of the event; the first battery was under 25% capacity and the second battery was fully charged at 100%. No further details about the patient or the event were provided. The customer did not report any adverse affect to the patient as a result of the reported issue.